Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they were experiencing low blood glucose level. The low blood glucose level of customer was 40mg/dl. It was found that customer was using the insulin pump system within 48 hours of reported low blood glucose event. Customer was treated with food. Insulin pump had unresponsive keypad buttons and they were unable to use back button to get screen to change without hitting it several times. The insulin pump will be returned for analysis.